Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. During the procedure, as the physician was pulling the balloon into the guide, the balloon fractured. All the components were able to be recovered. There were no patient complications.